Event description:
A (B)(6) female pt's nurse contacted zoll. Customer support to report the pt had been treated. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt treated has been confirmed) has been confirmed. As received, the electrode belt trunk cable connector was damaged. The cause of the treatment event is signal artifact on both leads. The cause for the signal artifact is likely the damaged trunk cable connector. A damaged trunk cable connector may have caused excessive noise in the ECG detection, which contributed to the artifact signal event and led to the treatment. The root cause for the damaged trunk cable connector cannot be positively identified but is likely a result of excessive force. Treatment analysis concludes the pt received 1 inappropriate shock. Signal artifact on both leads, especially ss channel, may have contributed to the false detection. The response buttons were not used during the entire event. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.